Event description:
Caller reported an error with their continuous glucose monitor (cgm), known as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which resolved the issue, and the caller successfully restarted their sensor session.